Event description:
The carrier was returned to the MFR. No further symptoms or outcome were reported. A f/u report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4): final device analysis revealed the shaft bent in a normal location when used in the handle. The shaft appeared necked down indicating a strong tensile force. The inner carrier had tool markings; was stretched and broken.